Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following a right hip procedure, the patient experienced ongoing difficulty with ambulating and daily activities due to pain in the hip. The patient was unable to be revised due to comorbidities. Attempts have been made and no further information has been provided.